Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit had a dim display. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. A philips remote service engineer (rse) discussed with the customer the 1st gen vs 2nd gen liquid-crystal display (lcd) and provided parts ID for the user interface (ui) assembly.

Manufacturer narrative:
H10: the repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) assembly, aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.